Event description:
It was reported that while using the zimmer air dermatome ii, the grafted skin was too thin even after the hospital tried to set adjustments. No additional clinical info was received prior to this report.

Manufacturer narrative:
The device was returned to the MFR; however, the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.